Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device's screen turned completely white and was illegible. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The activity log was overwritten, and the battery received may not be the one used during the event. The device and returned battery were functionally tested and there was no fault found with the device. The analog board and digital board were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.